Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leaflet rupture. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a restricted posterior leaflet and a wide regurgitation jet. An xtw clip was successfully implanted lateral to the jet. A second xtw clip (30125r1018) was positioned on the valve successfully. However, the device was re-adjusted to see if the medial jet could be reduced more. Several new grasping attempts were made that did not further reduce mr. The valve was re-evaluated and it was noticed that a small posterior leaflet rupture had occurred. The xtw clip was then removed from the patient in favor of using an ntw clip (20811r1019). After implanting the ntw clip without issue, a new medial jet appeared near the medial commissure, so another nt clip (20831r2061) was then attempted to be positioned on the valve to reduce the remaining jet. Grasping was difficult due to the restricted posterior leaflet. The clip was implanted. The procedure was then ended with mr reduced to grade 3. No additional information was provided.